Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was returned with the fully extended and bent helix.

Event description:
It was reported that during the implant attempt the helix failed to extend or retract. The lead was explanted and replaced. No patient complications were reported as a result of this event.